Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was not beeping. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer's pump did not beep during the self test. The test was repeated after the customer increased the volume on the pump but there were still no beeps. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump failed self test, no audio or beep was present; the problem was isolated to the electronics assembly. Performed a visual inspection no damage was noted on the electronics. The insulin pump passed displacement test. The insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.